Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in a contaminated condition. Investigation: two downtubes (hereinafter referred as "a" and "b") arrived with rod persuaders sticking / seized within. In the end of one downtube (b) is a body of a pedicle screw. Used test- and analysis- equipment: microscope "keyence- vhx 5000 " eq.-nr. 2000024840 and digital-camera "panasonic dmc tz8" at first we parted the rod persuader from the downtube. This was only possible through the use of extreme force. In the next step we investigated the thread of the two downtubes. The thread of downtube a exhibit no damages or wear, visually the thread seems to be in order. After that, we investigated the thread of downtube b. Except the blood soiling we found fine metal chips at the edge of the thread flanks. In the next step we forwarded the instruments to the cleaning and sterilization process. After that, we checked the function of the combination "persuader a with downtube b" and "persuader b with downtube a" result: the cause for the jamming of the instrument was the rod persuader b, both combinations - persuader b with downtube b and persuader b with downtube a - lead to a jamming, interestingly, only during unscrewing. In the next step we investigated the sliding surfaces within the persuader rotation nut through the oiling slots. Here we found at both clear signs of heavy friction at both instruments. Now we applied two drops of sterilit oil on each instrument. Immediately the turning of the nut was easy and without scratch and squeak. A further trial of assembling and disassembling of all combinations was successfully and complete without jamming or sticking. Of course the wear of the instruments was noticeable in the finger tips during screwing. Batch history review because on this instrument a batch management is not necessary, a device history check is not possible. Conclusion and root cause the root cause for the problem is most probably usage related. Rationale the fretting marks mark on the surfaces of the rod persuaders are a sure hint for insufficient lubrication. The IFU points out the risk of seizing caused by insufficient lubrication. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ennovate rod persuader. The article code is unknown. Rod persuader was blocked in tubes. Two screws were damaged. The surgery was prolonged for 2 hours. Additional information was not provided. The adverse event is filed under aag reference (B)(4).associated medwatch:(reported separately).